Manufacturer narrative:
The reported event that could be confirmed. Based on investigation, the root cause was attributed to be normal wear and tear over the years. Given information: it is unknown if the strike plate went missing during the procedure, or prior to the procedure (prior procedure or spd). The device inspection revealed the following: the striking plate of the returned ratcheting handle is completely broken off (gone missing as reported). A close up (done by the microscope) shows inner damages, rust and deposits are evident as well which indicate that this is rather an old and often used instrument. Note that this returned instrument is not engraved with "do not disassemble" which indicates that the device was manufactured prior to 21/aug/2012, which is when that engraving was implemented. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a shoulder revision procedure, it was discovered that the strike plate was missing from the device. The patient and operating room were inspected and the strike plate was not found. It is unknown if the strike plate went missing during the procedure, or prior to the procedure (prior procedure or spd). The surgeon elected to continue using the device, requiring additional mallet strikes. Surgery was completed successfully with an approximate 2 minute delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During a shoulder revision procedure, it was discovered that the strike plate was missing from the device. The patient and o.r. Were inspected and the strike plate was not found. It is unknown if the strike plate went missing during the procedure, or prior to the procedure (prior procedure or spd). The surgeon elected to continue using the device, requiring additional mallet strikes. Surgery was completed successfully with an approximate 2 minute delay.